Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the adapter has broken teeth and spinning outside the center. This is attributed to faulty handling. A replacement was sent to the customer on (B)(4) 2013. (B)(6). Placeholder.

Event description:
Device was returned for service. During service, technician found out that the chuck had a broken teeth and was spinning outside of the centre. This is report 1 of 1 for complaint#(B)(4).